Event description:
Avaulta mesh used to repair posterior vaginal prolapse/rectocele. Resulting in pain in right vaginal/rectal region and down right posterior buttock and posterior thigh. Also resulting in pelvic floor muscle contractions such that sexual intercourse is not possible. Obtained second opinion. Prior to second pelvic floor surgery to remove problematic mesh, pelvic floor physical therapy has been undertaken for the last two months. At this time, adequate alleviation of pain and return of sexual functioning is uncertain. Further surgery has not been decided upon based on results of physical therapy. Diagnosis or reason for use: rectocele.